Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device ran for 61 pulses, 50 of which occurred during first prime. The data showed that timeouts and a drive stall occurred at the start of the pods run before correcting itself. Inspection of the ratchet gear found an additional hook switch spring next to the gear. The location of the spring in combination with the observed high pulse widths and drive stall observed during download data indicates that this spring caused the drive stall observed at the start of the pods run before shifting out of place for the pod to rotate at the end of the run and during the rerun. The hook switch spring caused the observed drive stall causing the device to not deploy.